Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. As it is unknown which of the three mitraclips had a single leaflet attachment, the lot number is listed as unknown. A lot history record review will be performed on all three lots. The following are the lot numbers of the three implanted mitraclips: 60922u176, 60922u182, 60922u184.

Event description:
This is filed to report that one deployed mitraclip detached from one mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mitral regurgitation (mr) with a grade of 2-3. Three clips were implanted, reducing the mr to trace. On (B)(6) 2017, it was found that one clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient had dyspnea and mr grade was 3. On (B)(6) 2017, the patient was re-admitted to the hospital to undergo cardiac surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be confirmed which of the three clips experienced the single leaflet device attachment; therefore, the unique device identifier (UDI) number was provided for all clips. The date of manufacture and expiration date are the same for all clips the UDI results are as follows: part / lot: cds0502/60922u176, UDI number: (B)(4). Part / lot: cds0502/60922u182, UDI number: (B)(4). Part / lot: cds0502/60922u184, UDI number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. Patient anatomy, visualization) that contributed to the reported slda; however, this cannot be confirmed. The reported mitral regurgitation (mr) was likely a result of the slda, which then caused the cascading effect of dyspnea. The reported patient effects of worsening mr and dyspnea as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2017, the mitral regurgitation (mr) grade was half a grade to 1 grade worse than the baseline mr. No additional information was provided.